Event description:
It was reported that, a user experienced a prolonged rise in blood glucose after changing a steel 6 mm contact/detach infusion set following a post-breakfast hypoglycemia correction and subsequently observed a ¿high¿ glucose reading with an upward trend. The user disconnected from the ilet to administer a manual insulin injection and paused insulin therapy per guidance. The user later reconnected the device, after which glucose levels returned to range. Reported symptoms included hyperglycemia. The outcome included no injury, no hospitalization, and resolution of the event following reconnection with glucose values returning to range. An investigation was conducted, including a review of available device report logs and completion of troubleshooting and user education. The investigation revealed no device alarms and no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause of the event was determined to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.